Event description:
It was reported that a CT scan, performed on a pt for unrelated reasons, revealed that the vena cava filter implanted 28 days previously in a 23.4 cm vena cava was noted to have moved 2cm cephalad to just above the renals. The filter was noted to contain approx. 10 cm of clot and the current cava diameter was 31 cm. The filter remains implanted and the pt was started on anticoagultion therapy.